Manufacturer narrative:
Evaluation method : the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male patient had a skin irritation. The patient had blisters that were located under his front left and right sides where the wires sit against his skin. The blisters were turning black. One of the blisters had opened up and was bleeding. The patient's physician advised the patient to not put any lotion on the blisters. Follow-up indicated that the blisters had dried up and were healing.